Manufacturer narrative:
Preliminary device analysis results were not available at the time of this report. A follow-up will be sent when additional information becomes available.

Event description:
Information received indicates the patient reported unexpected disruption of dbs therapy. The hcp reported the patient was admitted to the hospital and has been treated with medications; the physician indicated the device would be replaced. The product has recently been returned for analysis. See MFR report number 9614453200701097.